Manufacturer narrative:
Qc was within specs before the event. A sys check performed in later 2007 was within specs. The samples were plasma type collected in gel tubes. The specimens were centrifuged at 6,000 rpm for 3 mins. Aliquots were pipetted off the primary tubes prior to analysis on the instrument. A field svs engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered pinched buffer tubing and loud belt due to bad bearings. The fse addressed the hardware issues and verified the repair per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for (3) pt samples. Pt a: the initial result was 0.93ng/ml. The original sample was retested twice and the results were: ">100.00ng/ml" and 27.30ng/ml. Based on available info, the erroneous results were reported out of the lab. The lab retested the original sample once more and accu tni result of 0.01ng/ml was obtained. A corrected report was sent. Pt b and c: initial accu tni results were 57.27ng/ml and ">100.00ng/ml" for pt b and c respectively. The original samples were re-tested for accu tni and the repeated results of 0.01ng/ml were obtained for both pts. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.